Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the validation code for override did not work. A technical support specialist called the customer and pointed out the proper format of the validation code to provide. The customer logged in and issued the item successfully with the validation code provided by the pharmacy. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux validation code for override not working. There were no adverse events or injuries reported based on this event.